Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and guillain-barre syndrome with dvt, gastrointestinal bleed. At some time post filter deployment, it was alleged that the filter perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: a sample evaluation could not be performed as the device was not returned. Images and medical records were not provided. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: -migration of the filter. This may be caused by placement in oversized venae cavae greater than 28mm, or large migrating thrombus dislodging the filter from its deployed position. -perforation of the vena cava wall by the legs of the filter. -recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombus passed through the filter or via collateral means. -caval occlusion. The probability of this occurring should be weighed against the inherent risk/benefit ration for a patient who is experiencing pulmonary embolism, or who is likely to do so without intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. There was no device deficiencies were identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. At this time, it is unknown the relationship between the filter and the reported death. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2010).

Event description:
It was reported that some time post filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and guillain-barre syndrome with dvt, gastrointestinal bleed. At some time post filter deployment, it was alleged that the filter perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.